Event description:
According to the reporter, the device displayed a service indicator that would not clear when device power was cycled and the device logged a fault code related to defibrillation. There was no patient associated with the report.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance and parts information on the therapy and biphasic pcb assemblies for repair and replacement. In a further conversation with physio, the customer reported that he replaced the biphasic pcb assembly and then observed proper device operation.